Event description:
It was reported that the reservoir was occluded and that the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 284 mg/dl. The customer stated that she had removed the reservoir and battery at the same time when she received the alarm. She also noted that she had treated with the insulin pump before getting the alarm. Upon troubleshooting, observed that the customer had been priming incorrectly by attaching the cannula to her body before priming. The customer received another no delivery alarm during manual prime again. Advised her to reconnect the reservoir and tubing and to try the manual prime again; no delivery did not alarm this time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.